Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing resulted in pacing inhibition. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.

Event description:
Additional information received notes that pacing inhibition resulted in patient syncope. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable following procedure.